Event description:
Additional information received reported x-rays were taken and had not shown a break. The date of x-rays was unknown. The cause of out of regulation was not determined. No interventions had been taken or planned. There were no devices to return.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0224t, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v863405, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that there had been an out of regulation condition observed in (B)(6) 2013 which was 6 months after implant. The patient had a follow-up with their healthcare professional, an x-ray of the lead was done and had noted no broken circuits. The patient had been reprogrammed and sent home. This had occurred while on group a. The patient mentioned on the date of this report that there had been a ¿call your doctor¿ icon and an out of regulation condition observed about a month prior to the date of this report. The patient was using group b of the two groups they had. They were programmed at 3+0-. The patient was not able to adjust stimulation. This was affecting the right side only. The patient had an appointment scheduled in (B)(6) 2014 with the healthcare professional. No interventions or outcome were reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0224t, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v863405, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012 product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).